Manufacturer narrative:
Pump error 15 noted in formatted history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed multiple pump errors. Customer's blood glucose reading was 229 mg/dl. No significant events leading to the alarms were observed. Product is being returned and replaced.